Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation with adjacent abrasion, indicating the tube had been kinked, was noted on the shorter exhaust tube of the pump at the tube/strain relief junction (note 1). This was a site of leakage. Abrasion was also noted on the longer exhaust and inlet tubes of the pump. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the shorter exhaust tube of the pump to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing at the tube/strain relief junction of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was removed/replaced on (B)(6) 2021 due to a pump collapse and a tubing defect between the pump and the cylinder on the right side.

Manufacturer narrative:
Item number, lot number not known. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was a pump collapse and tubing defect between the pump and the cylinder on the right side. The device was removed and replaced.